Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's device turns off automatically when they turn the device on. No symptoms were reported. No further complications were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that patient did not know if the device was working right because when they went to look at it, nothing showed. It was noted that patient did not understand the device and felt like it was off. Patient did not have their programmer with them at the time of the call to troubleshoot. No further complications were reported.